Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the surgeon reported that among the 6 patients who underwent the micro-stent implantation procedure, he had conducted follow-up assessments on 4 of them. In each of these cases, there had been a reduction in endothelial cell counts. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).